Event description:
It was reported that (1) lcs15 was used during a laparoscopic nissen procedure. It was reported by the rep that the surgeon used the lcs15 for most of the case, however after about an hour the blade stopped functioning. The surgeon used all the troubleshooting guides and still the blade was not functioning. The surgeon had to open another blade (lcs15) to complete the case. There was no extended or time and no pt consequence.